Manufacturer narrative:
Per risk management documentation for this device, the likelihood of a death or serious injury as a result of the malfunction is remote. It has additionally been confirmed via review of complaints data in accordance with the FDA guidance that the malfunction has not caused or contributed to any deaths or serious injuries over the period.

Event description:
It was reported by the customer that one of CT technologists experienced leakages of the patient¿s blood while inserting a diffusic 22g catheter (lot #5281693). Normally, there is a plastic cap attached at the end of the tubing to prevent blood from leaking back out. However, in this case, the cap was left inside the unit packaging, and the technologist did not realize the tubing was open. Verbatim: one of CT technologists experienced leakages of the patient¿s blood while inserting a diffusic 22g catheter (lot #5281693). Normally, there is a plastic cap attached at the end of the tubing to prevent blood from leaking back out. However, in this case, the cap was left inside the unit packaging, and the technologist did not realize the tubing was open. This issue occurred twice today, which they find unusual and concerning.